Manufacturer narrative:
The reported complaint 'unit has display-missing segments could not be verified. However, this is a known issue and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the n65 pulse oximeter display was missing segments. There was no patient involvement with this event.